Event description:
It was reported that the pt had a large amount of knee swelling and localized pain posteriorly. The pt underwent aspiration and 50cc of purulent fluid was taken from the knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.